Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record review was performed, and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported that the bag inside the cassette was leaking. No patient was involved.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07765 is no longer considered reportable, please disregard any MDR reports associated with it.